Manufacturer narrative:
The coil was not returned. The separation of the coil was mechanical in nature. Located 1.2cm off the distal tip of the dpu is a double buckled tip coil with a length of 2mm. The distal section of the outer sheath (and angle ring section) has been severely damaged. Located on the top proximal end of the resheathing tool in the cutout section, the v notch has been severely fractured. The damaged v notch edge has been raised above the surface plane. The locking mechanism has been damaged with the sheath material stretched away from the surface. Without the return of the coil or the identification of the unknown microcatheter, only one contributing factor to the coils resistance inside the microcatheter was found. The primary contributing factor most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. The straight back retraction caused the sheath to become embedded inside the v notch of the resheathing tool. This caused significant resistance due to the binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action would give the end user the impression that the resistance originated inside the microcatheter. This binding action also most likely caused the damage to the tip coil, the distal tip of the outer sheath, and may have caused a mechanical separation of the coil form the detachment fiber. In addition, without the identification or the return of the unknown microcatheter and the separated coil used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The damages found on the devices, could not be confirmed, since no further information was provided. Based on the limited information, procedural factors may have contributed to the events. Therefore, no corrective actions will be taking at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2013-00011 and 2954740-2013-00012.

Event description:
During the coiling procedure, the surgeon felt resistance while he was advancing coils (deltaplush cerecyte microcoil 1.5 mm x 1 cm-cpl10015130/g14040 and deltaplush cerecyte microcoil 2 mm x 6 cm- cpl10020630/ g14610) through the microcatheter. After the event, both coils were pulled out from the microcatheter. There was no patient injury reported, and no further information was provided. The products were returned for analyses. Addendum 1/8/13: both devices were received for analysis, and the deltaplush cerecyte microcoil 1.5 mm x 1 cm-cpl10015130/g14040 had coil damaged and deltaplush cerecyte microcoil 2 mm x 6 cm- cpl10020630/ g14610 coil was not returned and separation appeared mechanical in nature.